Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings:visual inspection was not able to confirm that the display was damaged. The complaint that the display was detached from the pump was not able to be confirmed during investigation. No defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.